Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017, the patient underwent total right knee arthroplasty due to degenerative joint disease and valgus. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with depuy knee system and depuy bone cement x 1. On unknown date, the patient underwent a stage 1 of a 2 stage revision with a temporary antibiotic spacer due to history of infected right total knee arthroplasty. Doi: (B)(6) 2017; dor: unknown; (rt knee).